Event description:
Info rec'd indicates the casters are not locking when the brake is set.

Manufacturer narrative:
The technician replaced the foot and head hex rods and adjusted the casters to repair the stretcher.